Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/09/2019.

Event description:
The customer reported depleted battery. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported depleted battery issue. The manufacturer¿s field service engineer (fse) tested and found that unit had depleted battery and would not run if ac (alternate current) is lost. The fse replaced battery and will allow to charge overnight before returning to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: 06dec2019. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported depleted battery issue. The manufacturer¿s field service engineer (fse) tested and found that unit had depleted battery and would not run if ac (alternate current) is lost. The fse replaced battery and will allow to charge overnight before returning to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.